Event description:
It was reported that the balloon ruptured. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified right popliteal artery. A 5.00mmx2.0cmx135cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon fourth inflation for 30 seconds. The balloon was removed from the patient's body without problems and the procedure was completed with a different device. No complications were reported and the patient was in good condition after the procedure.